Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. A pairing test was performed on the transmitter and it failed. A functional test was performed on the transmitter and it failed. The problem was confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.